Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula was observed to be flattened and stretched, producing a tear beginning 0.605 inches from the nailhead, resulting in fluid leaking directly from the formed needle. The lack of internal fluid damage and external cannula damage suggests that the tear is not the result of manufacturing damage. Timeouts were observed in conjunction with an 0x14 occlusion alarm. No damages or deficiencies were observed on the needle and drive mechanisms. The cause of the reported dislodged cannula could not be determined. The timing and cause of the cannula damage could not be determined. It could not be confirmed if the observed cannula damage is related to the reported dislodged cannula. The cause of the observed 0x14 alarm could not be determined.